Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with lost sensor. The customer states they have tried to replace sensor, but continue to receive alarm. The customer's blood glucose level at the time of incident was over 80mg/dl. The customer also states having issues with low blood glucose levels. The customer's blood glucose level at the time of incident was too low to detect. The customer's most current level was over 180mg/dl. The customer states there was paramedic contact, and they administered an IV for the low levels. The customer states that the lows were caused by a combination of insulin taken and exercise. Nothing is being replaced or returned at this time.